Event description:
It was reported the patient experiences discomfort at the ipg site regardless of stimulation. The discomfort is most severe when the patient gets out of a chair, and is progressively getting worse. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.